Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were noted.

Event description:
It was reported the original implant procedure was (B)(6) 2021. On (B)(6) 2022, during a routine explant procedure, a locking cortical screw broke. A piece of the broken locking cortical screw remains in the patient's bone. There were six (6) screws and 1 plate involved in this event; however, it is unknown which of the 6 screws broke (model and batch/lot number unknown). This report is related to report numbers 3025141-2022-00144, 3025141-2022-00145, 3025141-2022-00147, 3025141-2022-00148, and 3025141-2022-00149 which are for the other devices involved in this event.